Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of upstream occlusion after delivering 8cc was unable to be reproduced. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion after delivering approximately 8ml of fluid. The event occurred during testing. There was no patient involvement. No additional information is available.